Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in e4 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 65-year-old male patient with a past medical history of renal insufficiency, presenting in scai stage a shock, prior to initiation of support. While the patient was in the intensive care unit (ICU), a fever developed. A computed tomography (CT) scan and blood cultures were done to look for source of infection. Patient was stable, with no further issues. The patient was diagnosed with a viral respiratory infection upon testing. All other diagnostic tests were negative. Two days after implant, the impella was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-8 at 3.3l/min without issues. Fever is a standard, natural immune response as the patient was fighting off a viral respiratory infection.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.